Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry that a 23mm 11500a aortic valve was explanted after an implant duration of 2 years and 10 months due to endocarditis. The valve was replaced with a 23mm 11500a valve. Per medical records, intraoperatively, aortic valve noted to be destroyed with significant vegetation on all leaflets. Aortic tissue noted to be friable and dense. The valve was explanted and replaced with a 23mm 11500a valve. Infected pacemaker hardware removed and replaced. Tee demonstrated well-seated aortic valve with no pvl or insufficiency. Patient was transferred to cvicu with ongoing correction of coagulopathy.

Manufacturer narrative:
H10: additional manufacturer narrative:the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 23mm 11500a aortic valve was explanted after an implant duration of 2 years and 10 months due to unknown reason. The valve was replaced with a 23mm 11500a valve.